Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose levels were 600 mg/dl and 159 mg/dl. The customer reported that sometimes the reservoir used to get clogged. The insulin pump also did not give alerts. The insulin pump was on auto mode at the time of the incident. The insulin pump passed the self test and displacement test. They also reported blood at sensor site. The insulin pump will not be returned for analysis.